Event description:
It was reported that the patient was feeling stimulation go off every five minutes. She had noticed that the vein in her arm popped up and was bright blue when the stimulation was going off. Diagnostic data was obtained from the physician's office and were reported to be ok. No additional relevant information has been received to date.

Event description:
Further follow up with the physician confirmed that the etiology of the vein's turning bright blue is unknown. No other relevant information has been received to date.